Event description:
Additional information was received. Distributor checked pump history and did not observe a quick decrease in the pump battery. After each recharging of the battery, the battery discharged normally with a rate lower than 25 percent per day. The pump was functioning as intended.

Manufacturer narrative:
B5.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.